Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department with an unsigned note that stated, "will not work; malfunction." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.